Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable investigation evaluation: a visual inspection of the returned device was conducted. A document based investigation was also performed including a review of drawings, the instructions for use, quality control data, and specifications. One device was returned for investigation. Visual examination confirmed a positioner was returned in used condition. The pin vise is missing from the connecting cap. Tungsten marker was received laying loose inside the plastic bag with the positioner. The tungsten marker appears out of shape with a slight oval shape. Dimension verification confirmed the first 3mm on the distal taper of the positioner is expanded and measures .112¿. Inside diameter of the tungsten marker pinned at .100¿. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: "do not force set components during placement, replacement, or removal. Carefully remove the set components if any resistance is encountered." Improper handling can seriously weaken the stent. Acute bending or overstressing during placement may result in subsequent separation of the stent at the point of stress after a prolonged indwelling period. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually functionally inspected by quality control and no related gaps in production or processing controls were noted. The positioner was returned with the radiopaque marker detached. The marker appeared oval in shape (originally round) and the inside diameter of the marker was identified as out of specification. It is possible the positioner was oval in shape prior to use and contributed to it catching on the scope or it is also possible it was damaged inadvertently during use. The complaint was confirmed based on analysis of the returned device. Cook has concluded that a cause cannot be established. Per the quality engineering risk assessment, no further action is warranted. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient or event information has been received since the last report was submitted on (B)(6) 2019.

Manufacturer narrative:
PMA/510k #: pre-amendment. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a ureteral dilation and stent exchange procedure using a filiform double pigtail ureteral stent set, one of the radiopaque bands detached from the pusher. The resident and the physician attempted to thread the wire through the cystoscope by utilizing the pusher. When removing the pusher, the radiopaque band got caught on the nipple of he scope, detached and lodged in the nipple of the scope. When the stent was placed, the band ended up on the proximal end of the stent. After this was noticed, a wire was run next to the stent, and the stent and wire were both removed. The radiopaque band came out along with the stent. The band was entirely removed from the stent, and the original stent was placed again successfully. No damage was noticed on the device prior to use. No unintended section of the device remained inside the patient's body. No additional procedures were required due to this occurrence. No adverse events have been reported due to the alleged malfunction.